Event description:
The device was returned to the service ctr for recertification. During verification testing at the service ctr, channel 3 of the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within eight hours.

Manufacturer narrative:
During testing, channel 3 of the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.